Event description:
It was reported that during a cardiac ablation procedure, the inquiry steerable catheter broke exposing the inner components of the shaft. No pt consequences were reported. Additional info was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.